Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump "screen went black and did not display anything". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.